Event description:
Information received by medtronic indicated that the customer had been rushed to the hospital for diabetic coma. The sensor was left in the skin. The customer noticed this issue with sensor a few weeks later when it was pushing out of the skin. Customer was reporting that the consumable or introducer needle fractured while in the body. Customer did not receive medical treatment as a result of the consumable fracturing while still in the body. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.